Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope elevator was not moving in a downward position. The reported issue occurred during preparation for use prior to an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the distal end was corroded in handling of device by the user. Resistance with moving the forceps elevator became greater due to the corrosion, which led to the suggested event. The event can be [detected/prevented] by following the instructions for use which state: inspection of the instrument channel and forceps elevator. Olympus will continue to monitor field performance for this device.